Manufacturer narrative:
A physio-control service technician evaluated the customer's device and verified the reported issue. It was observed that the device displayed its service led and would not power on. The magnet in the lid was loose which caused the device to not power on. Physio provided the customer with a repair quote; however, the customer declined to have the device repaired. Pyhysio returned the device to the customer without performing any repairs.

Event description:
A customer contacted physio-control to report that their device had illuminated its service icon. Upon inspection, physio-control observed that the device would not power on. There was no patient use associated with the reported event.